Event description:
A customer contacted beckman coulter inc., (bec) and reported obtaining imprecise troponin (accutni) results, within the normal reference range of the assay. The results were generated by the access 2 immunoassay system. The customer repeated testing on the patient sample because they use a value of 0.03ng/ml as a decision point of the assay and the initial patient result was elevated above this cutoff. Results obtained from the repeat test were within the normal range per accutni labeling. The results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a serum sample tube with a gel separator. The specimen was centrifuged for 10 minutes at 3,500 rpm. Qc was performing within the customer's established ranges at the time of the event. Per customer supplied data, a system check performed by the customer on (B)(4) 2011 passed within instrument specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse performed a visual inspection of the instrument to determine that there were no obvious hardware issues occurring. The fse performed a passing high sensitivity system check and a passing precision run within specifications. The fse further verified the instrument and performed a passing system check within instrument specifications. The fse discussed poor sample handling with the customer as a potential root cause for this event after all verification were complete and had passed within instrument specifications. A definitive root cause for this event has not been determined to date. An MDR is associated with this event: 2122870-2011-05457.